Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a hcp. It was reported they were going to call into perform a prm. The por was cleared successfully. No further complications were reported/anticipated as a result of this event.

Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-11368 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient was getting poor communication. They were not able to communicate with the insr. The last time patient felt stimulation was (B)(6) 2018. The last successful charge session was (B)(6) 2018. The patient¿s report of last successful charging session being 1-3 months ago suspects overdischarge. Patient said they could charge their left implant, but the other side showed the reposition antenna screen and said that started about a month ago. Patient said the last time they charged their implant was ¿like january (B)(6)¿ and said they ¿weren¿t doing it right, went through a period of time that I was dealing with other things as my sister passed away.¿ it was asked if their may be an issue with only the right side and the patient clarified that they had not charged either device, they didn¿t know how the ¿left side still worked and the right side didn¿t.¿ there were no further complications reported.